Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter indicate "- - -" within the warranty time. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Due to the transmitter not having voltage, the customer complaint could not be confirmed. A root cause could not be determined.